Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure in (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment for an esophageal anastomotic leak following gastric bypass surgery. During the procedure, prior to implanting the stent, four resolution clips were placed at the anastamosis. The stent was then deployed over the clips to better seal the leak. The clips were located beneath the stent approximately 2.5cm from the end of the stent. On (B)(6) 2012, the patient underwent an egd procedure for the planned removal of the stent. Under endoscopic visualization, it was noted that the stent cover had disintegrated and eroded near the location of the clips. Tissue ingrowth had occurred through the compromised stent cover. The physician successfully removed the stent. The clips were left in the patient to pass naturally. Following removal of the stent, it was noted that the leak had healed and no further treatment was performed. There were no patient complications as a result of this event. The patient condition is stable. Note: from the information available, this device was not used per the directions for use (dfu). The intended use/indications for use section of the dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." However, the complainant reported that the device was used to treat an esophageal anastomotic leak following gastric bypass surgery.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Although the exact implantation date is unknown, it was reported that the device was implanted during (B)(6) 2011. Reported event of stent blocked (tissue ingrowth). Reported event of stent cover disintegrated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure in (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment for an esophageal anastomotic leak following gastric bypass surgery. During the procedure, prior to implanting the stent, four resolution clips were placed at the anastamosis. The stent was then deployed over the clips to better seal the leak. The clips were located beneath the stent approximately 2.5cm from the end of the stent. On (B)(6), 2012, the patient underwent an egd procedure for the planned removal of the stent. Under endoscopic visualization, it was noted that the stent cover had disintegrated and eroded near the location of the clips. Tissue ingrowth had occurred through the compromised stent cover. The physician successfully removed the stent. The clips were left in the patient to pass naturally. Following removal of the stent, it was noted that the leak had healed and no further treatment was performed. There were no patient complications as a result of this event. The patient condition is stable. Note: from the information available, this device was not used per the directions for use (dfu). The intended use/indications for use section of the dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." However, the complainant reported that the device was used to treat an esophageal anastomotic leak following gastric bypass surgery.

Manufacturer narrative:
The fully deployed stent only was received for analysis. A visual examination of the returned device found multiple holes in the silicone coating at various locations along the stent. Two tears were present in the distal stent cover between the distal stent loops and two additional tears were present inside the distal stent loops. Two pinholes larger than 1.0mm in diameter were located in the coating; the other two pinholes located were smaller than 1.0mm in diameter. The silicone coating was slightly discolored. No tissue ingrowth was noted. No other issues were noted with the profile of the stent. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." In addition, the dfu states "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended." However, the complaint states that the device was used to treat an esophageal anastomotic leak following gastric bypass surgery and the stent was removed during a planned removal procedure. The investigation concluded that the most probable root cause classification is user/user error.